Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. Additional information was received that the patient is also alleging cancer, lung issues, fatigue, lethargy, nausea, vomiting and shortness of breath while using the device. Patient also alleged visualization of particles in the tubing and chamber. Patient is now alleging an adverse event. Please see section b1, b2, e3, h1 and h6 for this updated information. The previous report was also filed as an initial/final, however this is now an initial only report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.